Event description:
Customer called to report the insulin pump alarmed for cal error and had been giving inaccurate readings. Blood glucose reading was 450 mg/dl. Troubleshooting was performed. Advised that the sensor may be malfunctioning to change the insertion site. The customer stated there have been bent sensor cannulas in the past.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.